Manufacturer narrative:
Additional information b5: the patient was receiving continuous chemotherapy when the nurse checked to see when the next dose was due it was identified that there was still a significant amount of chemo in the bag. It was identified that the pump went offline at 10:53 am and the pump stopped infusing at that time. The pump returned online at 17:35 and the infusion restarted automatically. The pump did not beep when offline and pump screen still displayed all settings. The nurse did not stop/start the pump during this timeframe. Correction d4 serial no. Customer clarified the serial number is unknown. Correction d4: unique identifier (UDI) #. Correction f10/h6: medical device problem code. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of under infusion during delivery of chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.